Event description:
It was reported by customer that during routine check of cs100 intra aortic balloon pump, the ECG trunk cable was damaged. There was no patient involvement and no injury reported.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected field: b5, h6 (medical device ¿ problem code, investigation findings, investigation conclusions).

Manufacturer narrative:
Due to character limit I the e1 section the full event site address is (B)(6). Due to character limit in the e1 section the full venet site telephone number is (B)(6). A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported by customer that during routine check of cs100 intra aortic balloon pump, the ECG cable was damaged. There was no patient involvement and no injury reported.

Manufacturer narrative:
Updated fields- h3, d9, b4, g3, g4, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was able to confirm the failure and sent the invoice to the purchasing department. The complaint is regarding the ECG cables not the unit itself.

Event description:
N/a.